Event description:
Pt admitted with diagnosis of left knee pain, bakers cyst and failed lt total knee. Pt. Has history of mass on lt knee with pain on medial aspect. Underwent tka approx 8 yrs ago and did well for many years. However for last 3-4 mo pt. C/o medial joint line pain and was having progressive baker's cyst formation. X-ray showed complete wear of the prosthesis in the medial compartment. The plastic component was worn. There was metal on metal. As per surgeon, noted hypertrophic bone forming and was felt indicative of severe wearing of prosthesis medially, per surgeon bakers cyst formation from wearing of the prosthesis. Noted intra-op per surgeon completely worn were not only plastic component but tibial plateau and into the metal causing metal erosion and severe metal synovitis. Pt. Underwent revision to a duracon lt tka.